Event description:
It was reported that during the initial implant procedure, the suture sleeve spit in two when tightening the suture on the right ventricle (rv) lead. Two more sutures were added to the suture sleeve halves and the rv lead remains implanted. The patient was in stable condition.